Event description:
Allegedly, after a lithotripsy procedure, doctor noted internal bleeding in pt. Pt received a blood transfusion; patient expired 2 days later in the hospital. We received information that the pt may have been using a contra-indicated medication before the procedure, but could not confirm. There was no report of malfunction of the unit.

Manufacturer narrative:
This lithotriptor unit was accepted by (B)(6) on (B)(6) 1999; it was last serviced by karl storz on (B)(6) 2001. It has been in use for approximately 11 years. Service and maintenance of unit is done by (B)(6). There was no report of malfunction. (B)(6) did not provide the name of the location (hospital, surgery center, etc.) Where this event occurred.